Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection noted tool marks on the case and header, seal plug was intact and setscrews operated normally. A review of device memory was performed, which confirmed the device had no telemetry. The outer case was removed; internal visual inspection showed no irregularities. The voltage was then measured which confirmed an open fuse. A current meter was used to bypass the fuse and startup completed successfully. A shock was delivered appropriately during analysis. Analysis testing concluded the device did exhibited a high current when charging which activated (opened) the in-line battery fuse, causing loss of power to the device. The charging current became normal during analysis. The root cause of the high charging current was concluded as undetermined.

Event description:
Boston scientific received this device post explant for disposal. The device was returned in absence of any filed allegations or adverse patient effects. Standard post explant testing was completed. Subsequent information reported this device had been explanted due to the patient receiving a heart transplant.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection noted tool marks on the case and header, seal plug was intact and setscrews operated normally. A review of device memory was performed, which confirmed the device had no telemetry. The outer case was removed; internal visual inspection showed no irregularities. The voltage was then measured which confirmed an open fuse. A current meter was used to bypass the fuse and startup completed successfully. A shock was delivered appropriately during analysis. Analysis testing concluded the device did exhibited a high current when charging which activated (opened) the in-line battery fuse, causing loss of power to the device. The charging current became normal during analysis. The root cause of the high charging current was concluded as undetermined.

Event description:
Boston scientific received this device post explant for disposal. The device was returned in absence of any filed allegations or adverse patient effects. Standard post explant testing was completed.